Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the pocket was low. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient experienced charging issues and the scs device was not working. It was also noted that the patient was unhappy with the pocket that was located in the top of the left buttock. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient wanted to have a new battery for better coverage.

Event description:
A report was received that the patient experienced charging issues and the scs device was not working. It was also noted that the patient was unhappy with the pocket that was located in the top of the left buttock. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the original ipg subcutaneous pocket was allowing the ipg to flip over backwards and therefore it would not charge. The patient will undergo an ipg replacement procedure.